Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm tests. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, cracked case at a display window corner, minor scratches on the display window, a scratched reservoir tube window, a cracked reservoir tube and a cracked belt clip slot.

Event description:
It was reported that the customer had experienced high blood glucose levels. The customer stated that all night, prior to the phone call, their blood glucose had been approximately 400 mg/dl. The customer had treated with manual injection and bolus delivery. The customer's symptom of high blood glucose was thirst. The customer had changed the infusion set insertion site but the cannula was not bent. The customer stated that there was a slight crack along the display screen in the corner and on the top level around the plastic that the infusion set screws in. The customer stated that they wanted the insulin pump replaced. Nothing further was reported.